Event description:
It was reported that the patient¿s health care provider (hcp) couldn¿t get the catheter in because the scar tissue in their back was too thick due to so many back operations. The patient ended up going to a neurosurgeon who drilled a hole in the patient¿s vertebrae to put the catheter through. This was done for the pump that was implanted on (B)(6) 2014. The pump was used to infuse fentanyl and hydromorphone. No additional information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).